Event description:
During robotic ventral hernia, md requested a ligasure maryland. Operating room registered nurse (rn) opened item and connected to bovie machine which did not recognize device. Rn got second machine which also didn¿t recognize device. Second ligasure device had to be opened which worked without issue.